Event description:
On 13-mar-2009, stryker biotech learned of a case in the literature (schuberth, john m., didomenico lawrence a., mendicino, robert w., "the utility and effectiveness of bone morphogenetic protein in foot and ankle surgery" the journal of foot and ankle surgery, (prepublication) 2009: 1-6) involving a patient who experienced failure to heal after receiving op-1 implant for an unspecified foot/ankle procedure. The patient was reported to have had a history of osteomyelitis at the site of the index operation. No additional details were provided. Additional information will be requested.